Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The master tool manipulator unit was returned from the field for failure analysis due to complaint error 32139. The reported complaint was confirmed and replicated. The unit was installed on the system test and failed with error 32139. The unit was then installed and failed on with errors. An aba swap test was performed using an in-house golden mcmbd2 pca, which confirmed that the returned mcmbd2 pca was the cause of the fault. Using the golden mcmbd2 pca, the remaining fitness tests were run. The unit failed at ¿gravity balance test post sine cycle ¿ wy (wrist_yaw_max_imbalance),¿ but passed after running the recalibration sequence, with no further errors observed. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. As a result of this investigation, failure analysis concluded that the defective mcmbd2 pca was the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the right arm was disabled and an error was present. Before contacting technical support, the system had been power cycled with no change. The error code was confirmed in the logs on the master tool manipulator. Technical support then guided the caller through a hard power cycle of the console and a backdrive of the master tool manipulator, but these actions did not resolve the issue, and the case was moved to another room. The procedure was aborted to another system with no reported injury.